Manufacturer narrative:
Customer returned samples, but only the photos of 3/10cc syringes were used in the investigation. Customer states that when removing the shield, the needle with the shied was separated from the hub. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9337437. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for out of spec shield pull. A visual evaluation of photo found (2) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringes. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) has been opened to address this issue. " (B)(4).

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe hub separates from the device. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated ¿when removing the shield, the needle with the shied was separated from the hub.¿